Event description:
It was reported that a vns pt underwent prophylactic generator replacement surgery, as the pt was experiencing an increase in seizures. System diagnostics prior to surgery were within normal limits (no specifics given) dc dc of 2 and eri=no. Info from the medical indicated, it was hard to tell if the increase in seizures was above pre-vns baseline since the pt also has other issues that could potentially contribute to it. The pt was re-implanted and the explanted generator was returned to the manufacturer to undergo product analysis.